Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had diabetic ketoacidosis and high blood glucose level. Customer's blood glucose level was unknown at the time of event. Customer stated that insulin pump had insulin flow blocked alarm. Customer declined the troubleshooting for high blood glucose level. It was unknown that the auto mode feature was active or not at the time of event. The device will not be returned for analysis.